Event description:
It was reported that the circulating water does not flow easily. There was no patient involvement, and no patient harmed reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. One device was returned for evaluation. Functional and visual testing were performed and could not confirm the customer's problem. The root cause was not determined since no problem was found. No further action taken. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.